Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level was in the range of 400 - 500 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident and the current blood glucose level was 232 mg/dl. The customer blood glucose level was over 600 mg/dl. The customer had symptoms such as nauseated. The customer was treated with injection shots. The customer reported does not allege pump was under delivering. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis.